Manufacturer narrative:
PMA/510(k) number = preamendment. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that prior to opening the flexor raabe guiding sheath, a hair was observed inside of the packaging. The device did not come into contact with a patient.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, quality control, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed the presence of a hair inside the packaging. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, the definitive root cause of the failure mode was related to the manufacturing and packaging of the device. Measures are being conducted to address this failure mode. We will continue to monitor for similar complaints. Per the risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Summary of event: it was reported that prior to opening the flexor raabe guiding sheath, a hair was observed inside of the packaging. The device did not come into contact with a patient. Corrected information: d1, d3, d4, d10, g5; h10 investigation-evaluation. G5: PMA/510(k) number = k142829. Investigation ¿ evaluation a review of the complaint history, device history record, quality control, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed the presence of a hair inside the unopened packaging. Additionally, a document-based investigation evaluation was performed. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, this device failure is traced to the manufacturing and packaging of the device. At the time of the investigation, a CAPA was in place to further investigate this failure mode. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.